Event description:
Update - (B)(4) 2013 - patient's medical records received. Records indicate upon revision osteolysis was found. The head and liner were added to the complaint. Doi for head and liner.

Manufacturer narrative:
Update: another clinical report received, the patient has now been revised because of stem loosening. Dor: (B)(6) 2012. Update: 2/6/2013 - patient's medical records received. Records indicate upon revision, osteolysis was found. The head and liner were added to the complaint. Doi for head and liner: (B)(6) 2003 - dor: (B)(6) 2012. Update: 2/6/2013 - medical records received. Records indicate the doi for the stem: (B)(6) 2003. Update: 02/12/2013 - x-rays were received. The complaint was re-opened. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.